Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 10 years post the initial left total knee arthroplasty, the patient was revised due to premature polyethylene wear with massive femoral and tibial osteolysis. The patient was revised to a competitor device with metaphyseal cones at the femoral and tibial levels. There was no reported breakage of a device or surgical delay/prolongation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d10, h6, h11. The following sections were corrected: h6 clinical code. D10: 200-04-44, (B)(6) - cemented finned tib. Tra sz 4f/4t. 232-02-04, (B)(6) - optetrak asy, cr porous femoral, sz 4, left. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear over the course of 10 years or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation.